Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: infusion of 5 fu completed in 24 hours instead of the planned 44 hours. Patient had no signs or symptoms of side effects.

Manufacturer narrative:
Exemption number e2016018. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number 400414204. One used pump was received for evaluation. Upon visual examination, no defects were observed. The pump flow rate was tested, and the result was within specifications. Review of the device history record performed for the reported lot number revealed that this batch initially failed during the final quality control inspection, due to a fast flow rate. The batch was reworked and the batch was released once the flow rate results met specifications. Per the IFU, there are some possible causes for the pump to empty more quickly. First, the temperature of the surrounding area will affect the flow rate. For every increase of 1°c, the flow rate will increase by approximately 3%. Second, external pressure such as squeezing or laying on the pump will also increase the flow rate. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned pump met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available a follow-up report will be filed.